Event description:
Patient experienced apparent necrotic reaction after collagen treatment in vermilion border. Physician has treated the patient with im cortisone, topical polysporin, and oral medrol dose pack and cipro.